Event description:
It was reported that stent dislodgement occurred. A 16 x 4.00 promus elite drug-eluting stent was advanced for treatment. However, it was noted that the stent came off the delivery system as it entered into the patient's body. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was fine post procedure.